Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Arrhythmias overnight and this am w/ afib and vt; confirmed placement of impella on pocus and formal tte, no c/f positioning contributing. Patient also was febrile, with blood cultures drawn.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Fever: the cause of the injury was not determined due to insufficient clinical details. Paroxysmal atrial fibrillation/ ventricular tachycardia: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.

Event description:
The complainant reported additional information upon request: "I do not recall what interventions if any were performed on the patient I rounded on having a fever. The other mentioned reason for a ci (arrhythmias) was written by my regional surgical consultant."

Manufacturer narrative:
B5 updated.